Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, it was reported that a cartridge alarm 05 occurred. Customer's continuous glucose monitor read "high" with trace of ketones, however; specific blood glucose (bg) value was not provided. Customer required assistance from the contact to address bg with a manual injection. Reportedly, the customer was able to load a new cartridge successfully.